Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient.

Event description:
The patient reported that they had poor communication on the programmer the day prior to the report. It was indicated that the patient was scheduled for surgery tomorrow. They mentioned that they could not see their healthcare provider to have their implantable neurostimulator checked prior to surgery. There were no symptoms or complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.